Event description:
This lead was implanted on (B)(6) 2014 and remains implanted at this time. A call to technical services was made on 05/02/2014 and informed that this lead had a high oor lead impedance. The physician was dr. (B)(6) at (B)(6) in (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).